Event description:
It was reported that during a routine checkout, the cs300 intra-aortic balloon pump (iabp) unit has short battery run time during rental system check. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Suspect device originally distributed as cs100, upgraded to cs300 using conversion kit. Product/UDI information provided for original model/catalog, as per original product labeling.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed the issue. Fse replaced batteries (d146-00-0039) to resolve the issue. Unit returned to service.

Event description:
N/a.